Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the funnel part of the catheter and the balloon did not inflate during a pretest.

Manufacturer narrative:
Received only the catheter for evaluation. The visual evaluation verified that the pinched lumen and external dent mark at the location of the pinch caused water to be difficult to inflate the balloon. The lumen appeared to have been clamped off. Per the functional evaluation, the inflation funnel filled with water instead of the balloon. This condition was a result of post manufacturing damage and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] method for use: do not inflate the balloon in the urethra. [The urethra may be injured. Do not pull the catheter hard. [The bladder/urethra may be injured. Directions of use. Method of use. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon.

Event description:
It was reported that water could not be injected into the funnel part of the catheter and the balloon did not inflate during a pretest.